Event description:
It was reported that during a laparoscopic gastric bypass procedure, all seven trocars had excessive leakage throughout the procedure. A second insufflation machine had to be brought into the room and the pressure level was sent higher than normal. The procedure was prolonged for 15 minutes. The same trocars were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through hvt sales representative. The device history record (DHR) review is currently in process.

Event description:
It was reported by hvt sales representative via telephone that a surgeon who was referred a patient, had a 3000tfx implanted in 2006 and was (B)(6) at that time. In 2009 at (B)(6) the patient developed severe stenosis. The patient is a dialysis patient. The patient also has right ventricular failure. I asked the sales rep. To obtain echos done on this patient to show the progression of the stenosis, when did dialysis treatment begin, and what medications was/is the patient on? The sales representative is to follow up with me and provide me with additional information. E-mail from sales representative dated 07/16/10 indicates that a balloon valvuloplasty done on patient yesterday ((B)(6) 2010), gradient went from 60 to 25 and rv function improved. Please note that a 3000tfx, 19mm is beind used as the size of the device until the actual size is known.

Manufacturer narrative:
A device history record was not possible due to no lot/serial number was provided.